Event description:
During robotic vats/lobectomy case, specimen bag tore during removal. The device was covidien endo catch ii 15mm. The chest cavity was irrigated and retained piece of bag removed, followed by extensive visualization of cavity. During robotic vats/lobectomy procedure, specimen bag tore during removal of the specimen. The device was the covidien endo catch. Both the surgeon and pa commented that this was the 3rd time that this particular bag was torn during surgery. The chest cavity was irrigated and retained piece of bag removed, followed by extensive visualization of cavity. A substitute extraction device will be needed.